Manufacturer narrative:
Rapid port ez strain relief. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a rapid port ez strain relief. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged lap-band leak. The surgeon examined the patient and confirmed the event "a month ago" when the patient complained of hunger, during an adjustment fill. The surgeon then noted that "fluid leaked." No diagnostic test was performed. The port was removed and replaced.